Event description:
As reported by the customer, the device was "tested positive when coming back from the repair". The issue was found during a culture test in preparation for use. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Customer hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (biopsy, water/air, suction channel) tested positive with the following: (B)(6) 2023: water jet : 0.52 cfu/ml of microbacterium oxydans; brush: 750 cfu cellulosimicrobium funkei. Biopsy channel 0.4 cfu/ml microbacterium oxydans; water channel: 28.6 cfu/ml cellulosimicrobium funkei + 1 cfu paenibacillus lautus + 2 cfu pseudomonas aeruginosa; (B)(6) 2023: air channel 0.05 cve paracoccus yesi; suction channel: 0.65 cfu/ml paenibacillus species + 1cfu rosemonas mucosa + 2 cfu cellulosimicrobium funkei; biopsy channel 0.5 cfu cellulosimicrobium funkei. The subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). All channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. The device was then returned to rrc (regional repair center) olympus hamburg for device evaluation. The device inspection and evaluation findings noted that due to wear of flexibility adjustment ring, flexibility adjustment function does not work. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds): no patient(s) infection reported. Aer/ewd reprocessor: model name: rapid aer. Detergent name: rapicide 1. Disinfectant name: rapicide 2 and pa. Scope was not sterilized. Scope maintenance: non -olympus. Samples taken from instrument channel. Manual cleaning : precleaning performed immediately after patient procedure. Precleaning to manual cleaning ¿ 60 minutes. Detergent used- mediclean forte. All removable parts (valves, water resistant cap) detached from scope during cleaning. Brushed points : instrument /suction channel, suction cylinder. Aspiration of detergent through the instrument/suction channel. Brush inserted into instrument channel from suction cylinder. Distal end brushed- brush used- maj-1888 correspond to third party brush. Aspirated instrument /suction channel until it becomes clear. Scope stored until next procedure- in a drying cabinet max 30 days. Flushing channels : air/water channel, auxiliary channel. Forceps elevator operated (up/down) in the detergent solution. Forceps elevator flush properly. Distal end was not flushed with maj-2319 culture test conducted ¿ customer location. Sample taken from the instrument channel- by rinse. Handling of accessories- conforms manual olympus provides the reprocessing training. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed and the following deviation from instruction manual was noted: flushing was not performed for air/water channel with mh-948 at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing differed from the instruction manual recommendation causing the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.